Manufacturer narrative:
Section a2 a3, a4 and a5: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that doctor had an unplanned anterior vitrectomy while using the veritas system. It was also reported that the 3g vitrectomy cutter would not cut. They had to convert to another company's system for the vitrectomy to complete the case. This added about 20 minutes to the case. No additional information was provided. This report is report against the vitrectomy cutter. A separate report will be filed against the veritas system.